Event description:
Patient was attached to avea vent. Wave forms appeared lower than appropriate on the axis leading rt tech to believe that the flow sensor needed recalibration. Upon disconnection from flow sensor, the screen changed (on its own) to the screen that asks if the operator wants to stop ventilating the patient. Rt tech went to click "no," and the screen was completely frozen. Tech changed out the ventilator without any harm done to the patient. She was completely comfortable and vitals were great during neopuffing while exchanging the vent.